Event description:
Event occurred in france a damaged haptic after implantation has been reported. The lens was explanted and replaced with another lens immediatly during surgery. Due to the explantation, an increased incision size and corneal edema occured. According to the complaint information available, the patient health was not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). We also confirmed there were not anyabnormalities on the loop pull strength test record of the material lot. (Syth-140-01) the dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4). Hoya due diligence is documented under internal (B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). "Corneal edema" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in france. A damaged haptic after implantation has been reported. The lens was explanted and replaced with another lens immediately during surgery. Due to the explantation, an increased incision size and corneal edema occured. According to the complaint information available, the patient health was not impacted.